Manufacturer narrative:
Device evaluation. The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as MFR # 6000089-2007-00734. It was reported that 393 days after a coronary drug eluting stenting treatment procedure, the patient had a stent thrombosis (st). The patient presented for treatment with an acute myocardial infarction. The index procedure treated a 2.6mm diameter, length greater than 26mm, calcified, and 100% stenosed lesion in the mid right coronary artery (mid rca) with predilation and placement of two overlapping taxus express2 drug eluting stents of size 3.0x32mm and 3.0x20mm. Residual stenosis was 0%. The patient was discharged on plavix, aspirin, lipitor, vasotec, and lopressor. Three hundred and ninety three days after the index procedure, the patient presented with angina pectoris symptoms and there was st elevation on EKG. Acute angiography had shown a st. The target lesion was treated with balloon dilation and a cutting balloon. The st was resolved on the same day. The patient's condition after treatment was "fine". The physician noted the relationship of this event to the taxus stent was "probable". The patient was taking aspirin at the time of this event, but stopped taking plavix 10 days ago.